Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to the previous investigation for similar case, it was known that the corrosion or the oxide film had occurred on the terminal of the led unit due to the dimension variability of the terminal and long term use. Also the corrosion or the oxide film on the subject device made the electrical resistivity higher and then it made the electrical conduction difficult. Consequently it caused the contact failure then error e105. Furthermore omsc had already improved the manufacturing process to decrease the incidence of failure further. The subject device was manufactured before the improvement. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the subject device gave error e105 which indicated lamp of the subject device had got abnormal. Then the issue was resolved, the procedure was completed using the subject device. However, after the procedure, the subject device was checked and the issue was duplicated. There was no report of patient injury associated with this event.